Manufacturer narrative:
(B)(6). The suspect pump was returned for evaluation. A review of the event history log (ehl) was conducted; however, the customer-reported issue could not be replicated. Service history records indicated that the device had not undergone any repairs within the previous 12 months. During visual and functional inspection, it was observed that one pin was missing from the pca connector and that the dso seal was cracked. The complaint allegation was therefore confirmed. The probable cause of the issue was determined to be a defective pca connector with a missing pin. The problem was resolved by replacing the pca connector. Following the repair, the device underwent functional and delivery performance testing. Upon successful completion and confirmation of passing test results, the device was deemed suitable for return to the customer.

Event description:
It was reported that there was an issue with the bolus assembly, as service personnel observed that one of the gold pins at the pump bulb connection point was broken. Investigation identified a cracked dso seal. As this condition represents a device malfunction, the event is considered reportable. No patient involvement or adverse event was reported.